Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) channel. High thresholds were also observed on the rv channel. No changes were made and the ICD remains implanted and in service. No adverse patient effects were reported.